Event description:
It was reported during a da vinci incisional hernia repair, the large needle driver instrument's wire was exposed and completely snapped. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Intuitive surgical has attempted to contact the site to confirm after procedure was completed if any fragments fell inside the patient or adverse outcome to the patient. No response from the site at this time.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction were to recur could cause or contribute to an adverse event.